Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. Patient's mother reported not being able to perform a reset on the device. During the time of contact, the connection was resolved. Patient's mother later called back with same issue of loss of connection. Dexcom representative advised patient's mother to reset the device again. No additional patient or event information is available.